Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had 2 incidents in last the 2 weeks, with the same patient, where the drug started to leak out of the syringe where the needle connects. The drug itself comes from pharmacy in a becton dickinson 20 ml leur lock syringe. The pharmacy has not had an issue with it while making the drug, but they are having issues when it comes to administration. This particular drug is very thick when administrating and needs pressure on the syringe in order to administer over about 5 minutes. The orange part on the needle seems to be cracking causing the drug to leak out. It has caused the customer to have the drug to be returned to pharmacy and re-made for the patient. The patient was siting as the drug was administered. Per additional information received on (B)(6) 2022, the drug leaked onto the patient's skin however, there was no injury. The needle hub to the syringe connection is where it cracked/leaked. The medication that was in the syringe was chemotherapy drug daratumumab. In terms of medical intervention, the patient was seen by the medical team. The clinician was not exposed as they were wearing protective gear.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured between 06mar2020 to 07mar2020. A review of maintenance records (both corrective and preventive) and calibration records were reviewed, and no issues were identified. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. A review of the machine setup was conducted and revealed no issues. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. One unused (unopened) sample was received for the evaluation. A leak test was performed, and the reported condition could not be confirmed. The true root cause of the reported issue could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for leaks and broken hubs. The lot met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, a corrective and preventive action is not deemed necessary at this time. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Updated section d4 to include new product model number, catalog number and UDI.